Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection found one lug/tab broken off of the returned di intermediate tightener. Material hardness was found to meet specification requirements. Review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, scanning electron microscopy analysis suggests that the tab underwent a static failure in the direction of tightening. No material defects or other abnormalities were observed in the analysis. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports that a tab from the di intermediate tightener broke off from the instrument while tightening a dual innie set screw. All parts were removed with no adverse consequences to the patient and no significant delay.